Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. The device was evaluated and found to be operating as intended within specification. Cynosure clinical team reviewed the information and determined potential user error was involved in this event. Operator used an aggressive pulse width and performed 2 passes with 50% overlap. The combination of aggressive pulse width and too much overlap on multiple passes contributed to the swelling which is an expected side effect in some cases. This is a reportable adverse event due to patient receiving medical intervention.

Event description:
It was reported that a patient experienced swelling on the face following a treatment using icon max g handpiece.